Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in netherlands on 20-jul-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010 directly followed by a novasure. The patient's concurrent condition included manic depressive. Very soon after the treatments patient remained having complaints such as pain and bleedings. Meanwhile, the doctor is talking with patient about follow-up treatment. As it looks now the uterus will be removed in its entirety. Ptc investigation result was received on 18-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 27-aug-2015 from gynecologist: the patient was (B)(6) at time essure insertion procedure. The essure sterilization was performed on (B)(6) 2008, the procedure was considered uncomplicated. The lot number used was 626161. The follow-up after three months was done by echo. Due to intermenstrual blood loss first a diagnostic hysteroscopy was performed in 2011 which showed no cavity abnormalities, essure on both sides were not sticking out. Therefore, the physician conducted a novasure endometrial ablation subsequently. Afterwards, her blood loss with intermenstrual or irregular pattern returned. So she wanted a hysterectomy because of the irregular flow after novasure, but explicitly also on both sides tube with the essure removed. The patient reported she felt the vibrations of the essure when she for example, passes a refrigerator. The physician stated the consumer first came with the complaints of the essure on (B)(6) 2015. The patient wanted to remove her essure. She will have a laparoscopic hysterectomy because of persistent blood loss after novasure endometrial ablation. The physician reported that hospitalization is scheduled on (B)(6) 2015 for now. Ptc investigation result received on 01-sep-2015 ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded an unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 11-sep-2015 from physician: the physician sent the pictures of the laparoscopic hysterectomy along with removal of both sides tube and essure inserts performed on (B)(6) 2015. Both essure coils were positioned perfectly. Gynecologist could not see the reason for the pain, also no adhesion around internal genitalia. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced bleedings specified as blood loss with intermenstrual or irregular flow. She performed a novasure endometrial ablation but as this bleedings returned she asked for a hysterectomy and essure removal that was performed after 7 years. After hysterectomy, the gynecologist could not see the reason for pain. The events, interpreted as metrorrhagia and unspecified pain, are serious due to required intervention and listed in the reference safety information for essure. Bleedings and pain may occur during and following the micro-insert placement procedure. In this case, no alternative explanation was provided. Given their nature, a causal relationship between this event and suspect insert cannot be excluded. This case is regarded as incident since a surgical intervention was required. Additionally, non-serious events were reported. Based on the available information, there is no reason to suspect a quality deficit of the product. An updated product technical complaint analysis is expected.

Manufacturer narrative:
Ptc investigation result received on 17-dec-2015: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no further ae cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed 21-dec-2015 for the following meddra preferred terms: metrorrhagia: the analysis in the global safety database revealed (B)(4) cases. Pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced bleedings specified as blood loss with intermenstrual or irregular flow. She performed a novasure endometrial ablation but as this bleedings returned she asked for a hysterectomy and essure removal that was performed after 7 years. After hysterectomy, the gynecologist could not see the reason for pain. The events, interpreted as metrorrhagia and unspecified pain, are serious due to required intervention and listed in the reference safety information for essure. Bleedings and pain may occur during and following the micro-insert placement procedure. In this case, no alternative explanation was provided. Given their nature, a causal relationship between this event and suspect insert cannot be excluded. This case is regarded as incident since a surgical intervention was required. Additionally, non-serious events were reported. Based on available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.